Event description:
Additional manufacturer narrative:(provided by teladoc).the device related to this incident was returned for investigation.internal functional testing has not been performed yet. Event or problem description:the member reported an accuracy concern with their teladoc health blood pressure monitor.the member reported that they were experiencing issues regarding comparing monitors.member support educated the member on proper technique and usage and eliminated external factors.we confirmed that the member's arm is within the correct cuff circumference. The member compared their teladoc blood pressure monitor reading with a manual reading taken at their doctor's office.both readings were completed simultaneously.the teladoc monitor recorded a reading of 166/97, while the manual readings obtained at the doctor's office were 130/89 & 134/96, reflecting a variance greater than 20 mmhg. Member support placed an order for a replacement device and the member sent back the original device for testing.

Manufacturer narrative:
Cause:without the defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below.1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found.2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements.please note:1. If the patient compares the manual readings using different arms at the same time, the method is incorrect as it can lead to variations in the readings. For a valid comparison, measurements should be taken on the same arm, allowing a rest interval of 1-3 minutes between readings.2. Clinical test data for electronic blood pressure algorithms are collected based on statistics and can cover most of the population. However, for individuals with special physiological conditions, such as those with common arrhythmias (e.g., atrioventricular block, premature beats, or atrial fibrillation), the algorithm struggles to identify standard fluctuation patterns. As a result, the effectiveness of this device for such users has not been established.conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.